Manufacturer narrative:
Date of event: (B)(6) 2016.

Event description:
The manufacture's field service engineering (fse) reported that during annual preventative maintenance, the fse experienced the backup battery test failed; the ventilator shuts down immediately when disconnected from ac. There was no patient involvement reported.